Event description:
Applied medical ctf73, 12mm trocar inner seal came out and fell inside patient's abdominal cavity at some point during the procedure. When the foreign body was notice, it was successfully removed.